Manufacturer narrative:
A titan pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed sufficient stress(s) was exerted on the non-serialized strain relief of the pump to separate the site while in-vivo. In addition, the information received indicated that the physician noted a tubing break above pump on the right side. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. (B)(4). Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. Exemption #e2006011.

Event description:
According to available information, malfunction - tubing break above pump on the right side.